Event description:
It was reported that the pt underwent a rotor study which revealed that the rotor was not turning. The pt's pump was programmed to minimum rate and the pt was given a supplement oral pain medication until pump replacement could take place. No pt symptoms or outcome was reported. The drug contained in the pt's pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured beginning 1999 physician communication (dated 2007). Gear shaft wear was not confirmed in this device.